Event description:
On (B)(6) 2010, the optetrak logic total knee system was implanted into the patient's right knee. Two years later, the right total knee replacements failed. On (B)(6) 2012, doctors performed a revision of her right knee, during which they also exchanged the exactech polyethylene tibial insert with another optetrak logic polyethylene plastic tibial insert (reported under 1038671-2022-00855.). In or around (B)(6) 2020, doctors determined that the patient's revised right knee components had failed and performed a total right knee replacement on her.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.